Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that after the 3rd reload was fired in the tsb45 instrument, when the surgeon removed the reload, the instrument knife came out with the reload. Another instrument was used to complete the case. There was no consequence to the pt. The reload was discarded and do not know the reload product code.